Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent, abdominal pain and vomiting. The cause of the peritonitis was unknown. Treatment was not reported. The patient was discharged twenty-two days after admission. The patient recovered from the peritonitis event the same day of hospital discharge. No additional information is available.

Manufacturer narrative:
(B)(4). Date of birth was in 1959. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.